Event description:
As reported by the (B)(4) registry, a patient had an ischemic stroke on the same day of the index procedure. The patient was asymptomatic at the time of the index procedure with baseline nih and rankin scores of 2 and 1, respectively. Pta was performed on an 80% occluded lesion in the proximal left external carotid artery of 30mm in length in a 5.5mm vessel diameter with mild vessel tortuosity. The arch ii lesion was eccentric and moderately calcified. A 7mm extra support angioguard embolic protection device was deployed and a 7x40mm precise pro rx stent was successfully deployed. The residual diameter stenosis measured 20%. There were no procedural complications and the patient was neurologically intact upon leaving the angio suite. On the same day, the patient had sudden onset of hemineglect in both eyes. The recovery was partial with neurological deficits that included behavioral changes, aphasia and dysarthria. It was diagnosed as an ischemic stroke. The patient was discharged 4 days later. Nih and rankin scores at discharge were 9 and 4, respectively.

Manufacturer narrative:
As reported by the (B)(4) registry, a patient had an ischemic stroke on the same day of the index procedure. The patient was asymptomatic at the time of the procedure with baseline nih and rankin scores of 2 and 1, respectively. Pta was performed on an 80% occluded lesion in the proximal left external carotid artery of 30 mm in length in a 5.5 mm vessel diameter with mild vessel tortuousity. The arch ii lesion was eccentric and moderately calcified. An angioguard was deployed followed by deployment of a precise pro rx stent. The residual diameter stenosis measured 20%. There were no procedural complications and the patient was neurologically intact upon leaving the angio suite. Later the same day, the patient had sudden onset of hemineglect and vision changes in both eyes. The recovery was partial with neurological deficits that included behavioral changes, aphasia and dysarthria. It was diagnosed as an ischemic stroke and the patient was discharged 4 days later with nih and rankin scores of 9 and 4, respectively. At the 30 day follow-up visit the nih stroke scale score was 1 and rankin score was 0 with no new events reported. The patients medical history includes first-degree relative with premature cad. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15604496 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Concomitant medications: bivalirudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 701814rec, lot number 70212495. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.